Manufacturer narrative:
Initial reporter phone number: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd syringe luer-lok¿ tip was deformed. The following information was provided by the initial reporter: "the tip of the syringe is bent to one side."

Manufacturer narrative:
H.6. Investigation summary: three photos were provided to our quality team for investigation. Through visual inspection, it was observed that syringe tip is bent. Potential root cause is most likely associated with the molding process. These conditions are occurring below their expected frequency so no corrective action is required at this time. A device history record review was completed for provided lot number 0084684. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that the bd syringe luer-lok¿ tip was deformed. The following information was provided by the initial reporter: "the tip of the syringe is bent to one side ".